Manufacturer narrative:
E1: patient city: (B)(6). Patient country: the united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 10-june-2024, it was reported by the patient that infusion set fell off due to tape not sticking due to water exposure after swimming. No further information available.